Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the fenestrated bipolar forceps instrument caught flame. The customer stated there was no harm to the patient, and no fragments fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive did not receive the fenestrated bipolar forceps instrument to perform failure analysis.